Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
During follow-up, premature battery depletion was suspected. Technical support reviewed the session records which indicated the battery voltage dropped significantly in a short period of time. The device as explanted and replaced. The patient was stable.